Manufacturer narrative:
Device not returned: (4114/ 3221): at this time, the customer has cancelled service and no longer requests for getinge to evaluate or repair the iabp unit involved in this event as the customer will likely retire this iabp unit. The customer advised that the iabp unit is presently not in service, indefinitely. Upon completion of our investigation, a supplemental report will be submitted. The full event site name is (B)(6) hospital. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) turned off. It was also reported that the battery was fully charged. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.